Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.10., g.1., g.5., h.3., h.4., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional report pain, redness ,swelling, inflammation, and possible rupture on an unknown side. Treatment with antibiotics was given. The device remains implanted.